Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent moved on the balloon. Per procedure notes received, a 2.0 x 12 mm maverick 2 rx balloon was inserted into the distal circumflex (lcx) artery and inflated to 9 atms for 13 seconds, 10 atms for 11 seconds (more proximal than previous inflation) and once in the proximal lcx to 12 atms for 13 seconds. A 2.5x 20 mm taxus express2 drug eluting stent (des) was inserted and advanced, but was unable to cross the lesion. The stent slid partly off the balloon undeployed. The physician cut the end off the balloon catheter and removed the 6fr guide catheter. An unk type standard wire was inserted, the 6fr sheath was removed and an unk type 8fr x11cm introducer was inserted into the right femoral artery over the balloon catheter. Then the left femoral artery was accessed and a 2.5x16mm taxus express2 des was inserted and deployed in the proximal right coronary artery (rca) at 11 atms for 30 seconds. A 2.5x12mm taxus express2 was inserted and deployed in the distal rca. All interventional equipment through the left sheath was removed. Then another introducer was inserted into the right femoral artery and a non-bsc snare was inserted to retrieve the 2.5x20mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "ok." The pt was given versed, nitroglycerin, angiomax, intetrilin, omnipaque, and fentanyl during the procedure.

Manufacturer narrative:
The device has not been returned for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.